Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Erumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the arterial blood was turning blue. After twenty-one minutes on bypass, it was noticed that the arterial blood was turning blue despite previous adequate oxygenation. They increased the air sweep, and it had a strong smell of sevoflurane, and some foam started coming out of the oxygenator. They proceeded with an emergency oxygenator change out and were able to go back on bypass for the rest of the procedure. Additional information was received on 25aug2025: the surgery was completed successfully. There was approximately 100 ml of blood loss however, due to the oxygenator change-out they had to give one more unit of blood to the patient. Additional information was received on 11sept2025: the product was primed with blood and must be considered infectious there was no injury or death. Temporary harm was caused by having to add another unit of blood to prime the second membrane exposing the patient to more transfusional risks.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. Manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file of the involved product code and lot number - no other similar issue has been reported. Based on the investigation results, no anomaly was found in the manufacturing records. Since the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. According to the information provided, it was stated that "bubbles have begun to appear", so the following is considered possible. However, it was not possible to clarify the causal relationship between "bubbles starting to appear" and poor performance. - it was thought possible that plasma leakage occurred and the micropores of the fiber were clogged, leading to poor gas exchange. In order to clarify the cause, we would appreciate your cooperation in obtaining the actual device. The IFU of capiox rx05 has the following information regarding gas transfer failure: - do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx05 oxygenator and reservoir. - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.